Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome reported they pulled an electrode loose dragging a bear while hunting, so the doctor had to fix it.

Event description:
The device was implanted in the patient¿s neck. Everything was fine until the patient tore out the implant and managed to dislodge it. The patient had to wait from november, after the implant period of settling (8 months to a year) had to start calling a company representative every 2 weeks for adjustments because the stimulation was moving down his arm. The patient managed to tear the electrode loose and was wiggling down from where it was attached. The patient did not know the reason why it was moving down his arm because it was moving down his neck. When the implant was put in it was light night and day, the patient was able to get off the 14 medications he was on and stopped being a zombie, he got a job. In 2012 the patient managed to tear it out the rest of the way (dislodged it) and was migrating down his back , he turned it off. The patient was back to taking the medications from time he was officially told to turn it off. They kept upping the medications until they took a picture to show that it was wiggling down his back. In (B)(6) 2013 the patient underwent a revision and placed the implant back in. A laminectomy on the neck was performed to put the device back in there better. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that an electrode tore loose a couple of years prior to the report, but it did not get put back until (B)(6) 2015 and they adjusted it, put it higher from where it was, and then it sagged down. When they turned it back on, all was peaches and cream. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's weight at the time of the lead revision in 2013 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported their previous attempts to shift the leads/electrodes, that it was coming loose and the incident happened when it pulled loose while moving a bear. They had it eventually put back in (already all previously reported). The patient stated the same information but included additional details regarding the event. They stated when it wasn't covering the area, it was coming down from the shoulder toward the elbow instead of staying up, and that it had been coming loose and they didn't know it. They noted it sucked to wait 6 months for it to be put back in, since they were put on drugs. They also made a correction to their previous report of their device getting put back in; it was replaced on (B)(6) 2013, not 2015. No further complications were reported.